Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1676ds bio-tenodesis¿ disposable kits driver tip broke off inside the patient. This occurred during a fhl tendon transfer on (B)(6) 2023, once the surgeon had drilled through the bone the device did not look right. The end looked smaller than normal. An x-ray was taken and it appeared as if the eyelet was cut out into the tip of the drill bit that broke in the bone. The fragment remains in the patient. Case was completed using another ar-1676ds bio-tenodesis¿ disposable kit.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed based on the customer¿s attached x-ray (case (B)(4) customer x-ray.jpg), which displays a piece of an alleged ar-1676ds broken. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported and observed failure is user error. Specifically, the error involved improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion. The method of bone preparation employed during the procedure and the bone quality encountered were not provided.